Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified a broken shell and device was underweight. A microscopic analysis was performed which identified a striated break on the anterior side. Based on the device analysis, the final assessment is a striated break on the radius side assessed as surgical damage. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reports right side rupture. Device has been explanted.